Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A service history review revealed that the device has previously had repetitive low battery alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection, battery testing, functional testing and an alarm log review were performed. The battery low alarm was identified during functional testing and alarm log review. The cause of the condition was a depleted battery. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.